Manufacturer narrative:
The pump was received with an intermittent button response due to corroded keypad traces. The pump had a cracked case at the display window corner and a minor scratched lcd window. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer's aunt and guardian reported via phone call that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose was 106 mg/dl at the time of the incident. Customer stated that the buttons were not working on the pump. Customer stated that she was going to suspend the pump to take a shower and while it was suspended, the pump started to lock up and the buttons were not working. Customer stated that she replaced the battery and it gave her battery alarms. Customer stated that the esc and act buttons were not working and she cannot clear out the battery alert message. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.